Event description:
It was reported that the insulin pump had an intermittently responsive act button. The caller stated that the button would eventually respond but would take a long time to do so. The customer's blood glucose was 12.0 mmol/l. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with all of the buttons working properly and no keypad anomaly noted. However, the connector at the lcd board found unlocked on our visual inspection. The insulin pump has cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.